Manufacturer narrative:
An event regarding loosening involving a scorpio tibial baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided for evaluation. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left knee revision due to tibial loosening and pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left knee revision due to tibial loosening and pain.